Manufacturer narrative:
Follow-up #1: date of submission 10/09/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the reported call service 012 issue was verified in the black box but not duplicated during the evaluation. Review of black box history found multiple cs012 alarms. Caps were not returned and test caps were used in the evaluation. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without the reported call service alarm issues.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.